Event description:
Device malfunction: partially deployed stent. Time of malfunction: during unpackaging. It was reported that while taking the device out of the package, the xpert stent was found prematurely partially deployed. Reportedly, there was no patient involvement. No additional information provided.

Manufacturer narrative:
Device was received. Investigation is not yet complete.